Manufacturer narrative:
Concomitant medical products: baxter 250ml IV bag of 0.9% nacl, lot: y281451, exp: february 2020; baxter 50ml IV bag of 0.9% nacl, lot: p385229, exp: january 2019; 1 dose vial of ertapenem, lot: ei0118057a, exp: september 2020, therapy date (B)(6) 2019. The customer¿s report that the over infusion ¿may be a problem with the check valve on the primary set¿ was confirmed. Visual inspection of the primary and secondary set noted no damage or anomalies. The check valve was examined under magnification and to be assembled in the set correctly, and the silicone membrane was centered. Functional testing confirmed backflow from the secondary bag to the primary bag, indicating a faulty check valve. Disassembly of the check valve resulted in a presence of the membrane diaphragm pinch. The disc membrane pinch was faint and appeared to be doubled pinched on the membrane. No particles were found on the membrane diaphragm or within the component. The root cause of the customer¿s report was not identified.

Event description:
The customer reported that the secondary infusion of ertapenem (1g in 50 ml of ns) was programmed to infuse over 30 minutes however it infused within 15 minutes. The primary bag contained 250ml of 0.9% sodium chloride . There was no harm. Received a copy of the customer's medwatch report from the FDA which states, "IV piggyback medication hung over 30 minutes infused within 15 minutes. No harm to patient. Concern that there may be a problem with the backcheck valve on primary tubing. Organization is aware that this has been a problem with certain lot numbers from same manufacturer." There was no harm.